Event description:
Reporter stated that customer received the following results on the compact plus system within 10 minutes: 110 mg/dl and 240 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Note: during investigation of the meter memory, the result of 240 mg/dl was not found.